Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, 23-jun-2023. D10: returned to manufacturer on: h6: investigation summary: customer returned one of 0.5ml 30ga 8mm syringe inside an open packaging. From the lot# 0160047. The rubber stopper is melted. When they opened the container, they found that the stopper of the syringe was melted. Returned sample was visually examined and observed that the stopper was damaged. A review of the device history record was completed for batch# 0160047. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure.

Event description:
It was reported that the rubber stopper in the bd micro-fine¿+ insulin syringe melted. The following information was provided by the initial reporter, translated from spanish: "the rubber stopper is melted. When they opened the container they found that the stopper of the syringe was melted. We call the customer to ask if it is ink, but he confirms that it is the melted rubber. On the other hand, we make sure that it does not come off the sample. Before use".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper in the bd micro-fine¿+ insulin syringe melted. The following information was provided by the initial reporter, translated from spanish: "the rubber stopper is melted. When they opened the container they found that the stopper of the syringe was melted. We call the customer to ask if it is ink, but he confirms that it is the melted rubber. On the other hand, we make sure that it does not come off the sample. Before use."